Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure, the guide wire would not come out of the side port. The target lesion was in the common bile duct (cbd). An model-rx was permalume 10 x 40mm had been selected to treat the target lesion. While attempting to load the catheter on an unspecified guide wire, the guide wire would not come out of the side port. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".